Event description:
During a review of the available programming history for this patient's device, it was observed that on (B) (6)2006, initial interrogation of the device showed the following settings: 0.75ma, 30hz, 500usec, 30sec, 5mins. A system diagnostic test was attempted, which faulted. A final interrogation was performed, which showed that the device settings had been changed to the interrupted test settings of 1ma, 20hz, 500usec, 30sec, 60mins. The settings were not programmed back to the intended settings until a follow up visit that occurred on (B) (6)2006.

Manufacturer narrative:
Analysis of programming history.